Manufacturer narrative:
A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded of this MDR report. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that the device did not pass preventive maintenance. During servicing it was confirmed that the device had replaced 3rd party sensor assy, corroded rear case, door assy, broken door latch assy, dim u4 on display board and broken cam shaft. There was no patient involvement.